Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709, lot # l73610, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (20 mg/ml at 1.802 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the patient had had increased pain with a sudden onset beginning in (B)(6) 2015. A dye study was done today and they were able to aspirate, but could not see any dye coming out of the pump. They thought the catheter was not where it should be. They changed the drug concentration of the dilaudid and added bupivacaine to the pump. A priming bolus was programmed with a duration of 77 hours and 3 minutes. Additional information was received from the healthcare professional on 02-mar-2016. Per clinic notes, the patient presented on (B)(6) 2016 for ¿chronic low back pain/it pump management/new onset ce.¿ he was there for ¿cesb¿ for new onset cervical neck pain, a pump dye study, and refill of the pump with a change in drug concentration. He was on dilaudid and not receiving any relief whatsoever, so an intrathecal dye study was planned for the visit. The patient¿s ¿problem list¿ included atrial fibrillation onset date (B)(6) 2013, chronic back pain onset date (B)(6) 2015, nicotine dependence (no onset date provided), cad (coronary artery disease) onset date (B)(6) 2013, gout onset date (B)(6) 2013, hypertension onset date (B)(6) 2013, and chronic hepatitis c without mention of hepatic com onset date (B)(6) 2013. The patient had allergies to clonidine, atorvastatin, and calcium. The patient was a 6/10 on the pain scale. Consent was obtained and the patient underwent cervical epidural injection for cervical neck pain with evidence of disc disease with the status being symptomatic; pre-procedure pain score was 6/10 and post-procedure pain score was 2/10. The patient was also being seen in follow-up of intractable spasticity secondary to bilateral low back pain with right-sided sciatica with status of being symptomatic. The spasticity began as an adult aged 20 or older and currently involved the trunk and legs. The patient denied any recent medical problems. The patient denied drowsiness, nausea, seizures, vision changes, vomiting and weakness. The patient complained of recent spasms, but denied recent spasticity. The patient was able to perform ¿adls¿ independently. The patient¿s appetite was good. Nutrition was provided orally. The patient walked independently without a cane or walker. The patient was able to transfer independently. The patient had urinary incontinence. The programmer residual volume was 10.90 ml; the actual residual volume was 11 ml. The pump was refilled with bupivacaine (2 mg/ml at .3604 mg/day) and dilaudid (10 mg/ml at 1.802 mg/day). The pump side port was tapped and easily aspirated. An intrathecal dye study was performed with 5cc of omnipaque which showed ¿collection behind the pump and nothing intrathecal; it was inferred that the catheter was fallen out and no longer in the intrathecal space.¿ the patient was referred to another physician for intrathecal pump/catheter system replacement.